Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. During examination, it was noted that there was noise on the right ventricular (rv) lead. The clinician performed testing on the patient and lead noise could not be recreated. Programming changes were made to the lead and patient will be monitored going forward. There were no adverse consequences to the patient.